Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The distributor alleged that the up arrow, down arrow, and ok keypad buttons were under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be fully intact; no damage was observed. The complaint that the up arrow, down arrow, and ok keypad buttons were under responsive was not able to be duplicated during testing. The contrast keypad button was difficult to push, which has no effect on insulin delivery function. The keypad cover was removed and contamination was found under the down arrow, ok, and contrast key contacts. Unrelated to the complaint, evaluation revealed that the display was faded/dim and the display text was discolored.